Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) study. It was reported that chest pain occurred. In (B)(6) 2018, the patient was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending (lad) with 99% stenosis and was 16 mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 mm x 20 mm promus premiere stent. Following this intervention, post dilatation was performed with 0% residual stenosis. After four days, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2018, the patient presented with paroxysmal chest pain and was hospitalized for further evaluation and treatment. The event was treated medically. After five days, the event was considered recovered/resolved and the patient was discharged on aspirin and clopidogrel.